Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A surgical procedure was performed during which the pressure regulating balloon (prb) was explanted and replaced with a higher pressure prb. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.